Event description:
During an lavh procedure, the flare on the cutting forceps detached and fell into the patient. All pieces were recovered and there was no patient harm. The surgeon used another like device to complete the case with no further incidents.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.